Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted the distal conductor is distorted and has blood/body fluid in it (not obstructed). Damaged at implant.

Event description:
It was reported the lead was repositioned multiple times. It was noticed there was a gross amount of fluid retained by the lead. The lead was not used. There were no patient complications reported as a result of this event.